Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (pain/reaction at catheter insertion site), (cause of event is unknown); evaluation, conclusions: known inherent risk of a procedure (pain/reaction at catheter insertion site), (cause of event is unknown).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 23 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 27 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 11 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. Degree of circumferential thrombus and / or calcification was 10%. It was reported that the patient suffered from wound complications. There was post-operative lymphocele at right scarpa. After the stent graft implant, the patient presented with a bilateral lymphocele. The left side was absorbed rapidly, but a surgical treatment had to be scheduled due to an encysted lymphocele at right scarpa. The event resolved and the patient recovered. The investigator assessment states that the event is not device related, but is related to the procedure. It was reported that both lymphoceles resolved spontaneously and therefore scheduled surgical revision has not been performed. No clinical sequelae were reported and the patient is fine.